Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Promus element china clinical study it was reported that myocardial infarction occurred. In (B)(6) 2014, the patient presented with unstable angina and was referred for cardiac catheterization which revealed the 100% stenosed target lesion that was located in the mid left anterior descending (lad) artery and was 38mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 38mm study stent with 5% residual stenosis. One day post index procedure, the patient had an event of perioperative myocardial infarction (mi). Cardiac enzyme elevation was consistent with protocol definition of mi. The following day, electrocardiogram (ECG) was performed. Medication was given to treat this event. Four days post procedure, the event was considered as recovered/resolved and the patient was discharged three days later on aspirin and clopidogrel.